Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2.1 pockets b1, b6 not detected on bus. The customer attempted to recover storage space but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that there was crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie which led to the observed thermal damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d unique device identifier (UDI), section e initial reporter facility name, section g manufacturing location, reporting office a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 28-apr-2020, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "device not detected on bus" was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) reported a failed half height (hh) drawer on medstation. The fse replaced the failed hh drawer bus module and drawer controller boards, the retractor band, cubie tray but the drawer not able to be recover. Fse replaced the whole hh drawer. After replacement of hardware, the device was configured and tested. The device operated as intended and exhibited no further issues. During dchu visual inspection: pn 356450-01: the unit was received in good condition with no signs of physical damage, fluid ingress, missing components or other anomalies. Pn 151630-01: the unit was received in good condition with no signs of physical damage, loose components, fluid ingress or missing components. Pn 151622-01: the unit was received in good condition with no signs of physical damage, loose components, fluid ingress or missing components. Pn 353844-01: the unit revealed copper strands showing signs of thermal damage. No fluid ingress, bends, cuts or other anomalies were observed during dchu testing: pn 356450-01: testing was performed on an esd protected surface, a visual inspection was carried out by the dchu laboratory, no anomalies were observed and the unit proceeded directly to hardware test application hta testing. Pn 151630-01: testing was performed on an esd protected surface using a calibrated digital multimeter focused on fuse f201, the resistance measurement was found to be in good condition with no anomalies. Pn 151622-01: the returned drawer controller board was evaluated on an esd- protected surface, using a calibrated digital multimeter to measure resistance < 12 between tp502-tp505 and tp501-tp503, indicating failure of diode d501 and mosfet q501. Pn 353844-01: no further testing was performed since signs of thermal damage were observed on the copper strands of the returned assy retractor dwr hh cubie. The hardware test application (hta) confirmed the pn 356450-01 and pn 151630-01 all diagnostic tests were completed successfully with no anomalies or intermittent behavior observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "device not detected on bus" was due to crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (pn 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer (fse) found a failed half-height (hh) cubie drawer on the medication station. The fse replaced the half-height cubie bus module and the drawer controller boards. Additionally, the cubie drawer retractor band and the cubie placket tray were replaced. Despite these efforts, the failed pockets could not be recovered. The customer was informed that a full drawer replacement would be completed at a later time. Subsequently, the fse retrieved a new half-height cubie drawer from storage, replaced the existing drawer, and transferred all cubie pockets to the new unit. The new drawer was configured, and access was successfully verified after installation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where drawer 2.1 pockets b1-b6 were not detected on the bus. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.